Event description:
It was reported that an infection occurred and vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2009; 419388, lead, implanted: (B)(6) 2009. (B)(4).